Event description:
It was reported the pt was without stimulation and had not charged her ipg in over 2 years due to loosing her programmer and charging system. The sjm rep met with the pt and was not able to communicate with the pt's ipg using external devices. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.